Event description:
Patient has juvenile rheumatoid arthritis. Patient had both hips replaced and both knees done 3 years ago. A month ago doctor told patient their right hip is worn and failed. Patient is very distraught and seeking some type of help. Patient is not ready to undergo another surgery, because emotionally, mentally and physically six years is too soon.